Event description:
It was reported when using the pyxis medstation es system t5 drawer failed to open, prevented the user from removing medication for a patient. No other information was released regarding this event. There was no report of impact to the patient or user during this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary matrix drawer was not closing. A field service engineer removed the medication jam obstruction to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux matrix drawer was not closing. Field service engineer removed med jam obstruction to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the pyxis medstation es system t5 drawer failed to open, prevented the user from removing medication for a patient. No other information was released regarding this event. There was no report of impact to the patient or user during this event.